Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose elevated quickly. Customer reported that blood glucose went from 253 mg/dl to 402 mg/dl prior to eating and then to 435 mg/dl after eating. Customer's blood glucose at the time of call was 215 mg/dl. Customer treated with bolus delivery. Customer inquired on the amount of insulin to treat with. Customer was advised to monitor blood glucose.